Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient's blood glucose level reached 26 mmol/l (468 mg/dl) after wearing the pod for approximately 42 hours. Upon removal of the pod, the infusion site (arm) was noted to be red, swollen with purulent discharge. To address the elevated blood glucose levels, the legal guardian applied a new pod at a different infusion site. The legal guardian contacted a diabetes specialist on (B)(6) 2026, regarding the skin irritation and was initially advised monitoring the site. However, as the condition did not improve, a follow-up call was made to the diabetes specialist on june 27, 2026. Following a 15-minute consultation, the patient was diagnosed with a skin infection and prescribed antibiotics (amoxicillin) to be taken three times daily for one week.